Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger (rtm) heated up and if they didn't get it on the battery just right" and said its been happening for "a month or so or more". Patient (pt) said they talked with manufacturing representative (rep) today and was told to call pats and get a replacement rtm. Pt said they knew they were on a setting that "eats up the battery pretty fast". Pt mentioned they had an appointment with the implanting doctor (dr) on (B)(6) and mentioned this to the rep in case they needed to tweak anything, and they would do an MRI just to make sure there weren't any changes going on. Pt didn't have rtm with them, and would be calling back tomorrow (tmrw) to read off serial number so a replacement could be sent out. Additional information was received on 2025-aug-29. Patient called back and mentioned they had the serial number for the recharger. Patient noted the recharger relay box heated up pretty good every time they put it on to charge their implant. The issue was not resolved. A request was sent to repair to replace the recharger. No symptoms were reported.